Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported ems transport and hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The user reported delivering multiple consecutive meal announcements prior to the event, which resulted in excessive insulin delivery and subsequent hypoglycemia. Based on available information, the event was attributed to use-related factors involving unintended or excessive meal announcements, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 30 mg/dl, resulting in hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with medical intervention, and discharged (B)(6) 2026. No long-term health effects were reported.